Manufacturer narrative:
On (B)(6) 2017, reportedly, the customer resumed pump therapy as per the healthcare providers direction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level was over 600 mg/dl and was in diabetic ketoacidosis (dka). Multiple boluses via the pump were delivered in an attempt to lower the bg level and a temporary basal rate had been set. The customer went to the emergency room and was admitted to the hospital. The ketone level was considered as being dangerous by a healthcare provider (hcp). The hcp thought that the pump was not delivering insulin. A pump system check was performed and no device issues were identified. The hospital treated the customer with insulin injections. Prior to the injection, the bg was 493 mg/dl and after, it was 500 mg/dl. The contact thought that something "physiological" was going on and the dka was not related to the pump or supplies. The customer was discharged on (B)(6) 2017. The high bg and dka were resolved. Per the hcp orders, the customer was to use insulin injections to manage the bg level.